Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unsuccessful trial procedure as the physician was unable to advance the lead to its desired location despite multiple attempts. As a result, the procedure was aborted. The lead details are unknown at this time.